Event description:
It was reported that during the customer's daily routine checks, the batteries for the cardiosave intra-aortic balloon pump (iabp) were observed to not be charging and that there was no mains power present when the iabp unit was plugged in. It was noted that the iabp unit was only operating on the batteries. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the customer's reported issue. The fse replaced the mains cable drum which was observed to be faulty. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that during the customer's daily routine checks, the batteries for the cardiosave intra-aortic balloon pump (iabp) were observed to not be charging and that there was no mains power present when the iabp unit was plugged in. It was noted that the iabp unit was only operating on the batteries. There was no patient involved and no adverse event was reported.